Manufacturer narrative:
The most likely cause can be attributed to use error, as the suture breaking can be caused by pulling or adjusting the strands along a sharp or rough edge.

Event description:
On 1/12/2022, it was reported by an arthrex employee via email that an ar-8926t knotless tightrope sutures broke when pulling on the sutures to thread in and fix it. This was discovered during a atfl procedure on (B)(6) 2021. Surgeon opened another device and was able to complete case. Additional information requested.